Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump belongs to a children's hospital. Caller stated that the pump is having a blank display and turns on and off. Troubleshooting cannot be performed since the person calling does not deal with the insulin pumps. Caller will have the nurses call back with the information. No additional information provided.